Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician experienced resistance/friction during advancement of the 120 cm. Smart control 8 x 80 stent delivery system (sds) through the (unknown) sheath used. The physician withdrew both products from the patient and used another (unknown) device to complete the procedure. There was no reported patient injury. The target lesion for the procedure was a lower limb lesion. Multiple attempts to obtain additional information including target lesion information were unsuccessful. Addendum: a smart control 10 x 40 stent was returned for inspection. The preliminary analysis indicated the unit was deployed and the stent was received within the unknown sheath received.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an interventional endovascular procedure in the lower limb, the physician experienced resistance/friction during advancement of the 120 cm. Smart control 8 x 80 stent delivery system (sds) through an unknown sheath. The physician withdrew both products from the patient and used another (unknown) device to complete the procedure. There was no reported patient injury. Multiple attempts to obtain additional information including target lesion information were unsuccessful. A product was returned for inspection. One non-sterile smart control, iliac 10x40 was received coiled in a plastic bag with an unknown catheter introducer sheath. The unit was received deployed and the stent within the unknown sheath. Locking pin was not received. No more anomalies were found. Functional test was performed using two catheter sheath introducers; the involved unknown device received and a cordis csi (laboratory sample), and no resistance was felt. The outer diameter of outer member was measured at different distances and it was found acceptable per speciation. The " resistance/friction-outer sheath" reported by the customer could not be confirmed since outer diameter was found within specification and functional test confirm that no resistance friction was felt. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. Analysis of the returned device did not confirm the resistance/friction. The premature stent deployment inside of the csi may have been due to the resistance/friction encountered during the procedure which may have been the result of the patients anatomy. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.